Event description:
It was reported before use the bd vacutainer® serum blood collection tubes had label lift off/partial peel off. This event occurred 4 times. The following information was provided by the initial reporter: "open label."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect/missing label information with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® serum blood collection tubes had label lift off/partial peel off. This event occurred 4 times. The following information was provided by the initial reporter: "open label."